Event description:
It was reported to philips that the x-ray computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and confirmed the reported issue. Upon troubleshooting, fse found the live reference and acquisition display was not operational. To resolve the problem, fse reconnected the cables and replaced the old x-ray pc with a new one, then reinstalled the x-ray system devices and restored the backup. After replacement of x ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.